Event description:
It was reported that the customer had a keypad anomaly and battery out limit on the insulin pump. The customer's blood glucose level was 135 mg/dl. The troubleshooting was performed. The battery out limit is unable to troubleshoot because the button is not responding. The customer insulin pump that the insulin need to be replaced. The patient was advised to disconitnue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. Also received with normal operating currents. No unexpected battery out limit alarm noted. Pump passed the a21 error test. No unexpected "reset/settings preserved" during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked case at the reservoir tube window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.